Manufacturer narrative:
Results: the ace68 was kinked approximately 28.0, 79.0, 80.0, and 91.0 cm from the hub, however; fluid was aspirated through the ace68 without issue. "510(k) #¿ to k161640.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 28.0, 79.0, 80.0, and 91.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed it was kinked. This damage may have occurred due to forceful manipulation of the ace68 during navigation of patient anatomy or advancement through the neuron max. The observed kink likely contributed to the lack of aspiration reported in the complaint. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica)/middle cerebral artery (mca) to treat an ischemic stroke using penumbra system ace 68 hi-flow kits (kits). During the procedure, while using a penumbra system ace 68 reperfusion catheter (ace68) with a neuron max 6f 088 long sheath (neuron max), the aspiration stopped working; therefore, the ace68 was removed. Upon removal, the physician noticed that the ace68 was kinked around the mid-shaft. Therefore, the procedure was completed using a new kit and the same neuron max. There was no report of an adverse effect to the patient.